Manufacturer narrative:
The complainant in japan did not return the pump product for evaluation and analysis. The data logs were returned. Data log analysis revealed early in the case there were pump position unknown alarms that resolved. At the last day of the support, the logs again show position unknown and position wrong alarms shortly before pump removal. The cause of the hemolysis that prompted pump removal and blood replacement is unknown. Hemolysis testing can not be done without the pump product. The failure mode will be monitored and trended.

Manufacturer narrative:
To date the team in (B)(6) has not replied to all clinical questions. Pending more clinical detail, the root cause of the hemolysis is unable to be determined. When the investigation has completed, the final report will be drafted.

Event description:
The complainant in (B)(6) had a patient admitted in cardiogenic shock and experiencing an acute myocardial infarction have an impella 2.5 placed for hemodynamic support during the angioplasty procedure. The patient was then admitted to the ICU for medical followup and monitoring. After over 49 hours of support the impella was re-positioned to remedy the signs of hemolysis. When that failed, the pump was explanted. The hemolysis was also treated with the infusion of blood products.